Event description:
It was reported that the customer's insulin pump was exposed to fluid and damaged. The customer wore her insulin pump while she was in the pool. The insulin pump is reporting a button error and has fluid under the lcd display. The customer's blood glucose level was 101 mg/dl at the time of the report. She was advised to revert to a back-up plan. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).